Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. Customer's blood glucose was 135 mg/dl at the time of incident. Troubleshooting found that the pump alarmed and the alarm could not be cleared but then the customer was able to clear it. Customer was requested to monitor the pump. No further details given.